Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, reflux, and siphon. The valve did not meet the requirements for leak, pressure-flow and preimplantation testing. The valve did not meet the requirements for leak testing due to tears in the casing of the delta chamber and in the distal occluder. There was additional surface damage on the reservoir. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿ and ¿low tear strength is a characteristic of most silicone elastomer materials.¿ there was proteinaceous debris on the interior and exterior of the valve. The instructions for use cautions, ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shunt had a hole found during the procedure. The device was replaced with another one. It was not sure if it was a manufacturing defect or if it happened during surgery. No patient injury was reported.